Manufacturer narrative:
Product analysis: images and videos received two photos were received by the account. The first photo captured the resolute onyx 3.5 x 34mm stent. There was no visible damage to the stent wraps from the photo. The second image shows a section of the transition tubing, guide wire entry port and distal shaft. From the photo, it is possible that stretching of the distal shaft material had occurred. Video clips received from the account show a leak on the distal shaft distal to the guidewire entry port. (B)(4).

Event description:
It was reported that the physician was attempting to treat a lesion in the rca using resolute onyx drug eluting stent. No damage to device packaging and no issue noted when removing the device from the packaging. It was reported that during the procedure, physician encountered inflation difficulties during stent deployment, there was no atm in balloon because a leak was noted on the shaft. The delivery system was deformed at the catheter, shaft/coating looks and feels damaged. Stent was not deployed because of leak. It was reported that blood came back into the system. Shortly after, the patient got tremors in legs and did not exhibit a clear reaction to the physician's questions. It was reported that it was possible that air bubbles from the indeflator came out of the catheter shaft. After discussing with a colleague, the patient got another stent. After the procedure, it was reported that the tremors where gone and patient's reaction was back normal. The patient had another tremor at the ccu. A neurologist was consulted and a CT scan carried out along with keppra. Nothing was revealed during the CT scan, patient is still using keppra at discharge. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.